Event description:
While performing a catheter exchange, the teflon coating on the swg began to flake off in the doctor's hands. The catheter exchange was completed without further difficulty. There were no reported patient complications.

Event description:
It was reported that while performing a catheter exchange, the teflon coating on the swg began to flake off in the md's hands. The catheter exchange was completed without further difficulty. There were no reported pt complications.